Event description:
A pt suffered a heart attack and died during cochlear implant surgery. The pt reportedly had a blockage in their right coronary artery that was not noted during the preoperative EKG.